Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for lot 23355bb and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Attempted to gently remove it when the string broke [device breakage] attempted to get it out on my own but was unsuccessful; had to get help; seek medical treatment/consultation [foreign body in reproductive tract] discomfort [discomfort] case narrative: on 27-may-2024, a spontaneous report was received from a consumer regarding a 40-year-old white, caucasian female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as for a couple of years, relative to 26-may-2024), the consumer started use of playtex sport plastic, unscented. On (B)(6) 2024, 3 hours after inserting the product at 9 am (also reported as around noon), the string broke when she gently attempted to remove the tampon. However, she attempted to get it out on her own but was unsuccessful, so she had to get help and sought medical attention. It was extremely uncomfortable and embarrassing. This had never happened before, and it caused a lot of concern and discomfort. Subsequently, she no longer felt comfortable or confident with the product. As of 27-may-2024, the status of product use was withdrawn. No additional information was provided.